Event description:
Pt has been retired for many years. They received a cypher drug eluting stent (3.5 x 23 mm) in 2003 and was discharged to home 4 days later. They died at home very suddenly 2 days later. Reporter is having difficulty accepting their death than anything other than being related to the stent. Most especially due to the fact that at 9:35 am they were talking and laughing on the phone and less than an hour later they had died. Previous to this episode they had received a heparin coated stent (3.5 x 23 mm) in 2003.